Manufacturer narrative:
Product complaint # (B)(4). Additional commentary: reoperation. In-hospital initial response _ contents of incident report: the patient was given an explanation in the presence of the chief of the ward as follows. Observation/removal surgery. Considering the patient's age and comorbidities, follow-up seems to be adequate. On the following day, the patient answered that the patient wanted to remove it. Background and causes of the incident _ contents of the incident report: the drain is inserted from the inside of the joint to the distal skin, and only the superficial fascia was sutured, so there is very little possibility that a suture, etc. Were accidentally put on the drain. However, it is difficult to completely deny the possibility that the suture was applied. It is inferred that there may be resistance when removing the drain if the suture was caught, but it was reported that the drain could be removed as usual without being caught by a rounds doctor. The detailed cause is unknown. Request to verify the drain. A nurse commented that although she had received a piece of the drain this time, the cut surface of the drain seemed to be clean. In such a case, there is a possibility that the cut end of the drain was simply left in the body. Additional information has been requested and received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent was the drain checked for patency during the procedure? No further information is available. Did the drain function as intended? No further information is available. Were there any anomalies with the drain: appearance, damage or function after removal? As a result of the visual inspection, a scratch was found near the fracture surface. Also,on the fracture surface, traces of contact with some kind of hard instrument were observed. How was the drain secured? No further information is available. Lot number of drain? No further information is available. Patient¿s current status? The patient has been discharged from the hospital. What is the surgeon¿s opinion of the event on the patient consequences? A nurse commented that although she had received a piece of the drain this time, the cut surface of the drain seemed to be clean. In such a case, there is a possibility that the cut end of the drain was simply left in the body. No further information will be provided.

Event description:
It was reported a patient underwent a left artificial joint replacement surgery on (B)(6) 2021 and a drain was used. The product was used on the distal end skin from within of the joint. On (B)(6), the drain was removed by a rounds doctor. On (B)(6), plain x-ray revealed residual drain. On (B)(6), removal surgery was performed. The patient has been discharged from the hospital and recovering. Further details are not provided. Additional information has been requested.